Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. Patient reported that she felt fatigued and her cgm blood glucose (bg) value was over 200 mg/dl. Patient did not perform a finger stick (fs). Patient went to take a nap. Later, patient's husband heard patient moaning and breath change. Cgm bg value was 177 mg/dl; fs bg value was 26 md/dl. Patient's husband treated patient with glucose. Patient was awake within five (5) to ten (10) minutes and ate bread with peanut butter. No medical intervention occurred. At the time of contact, patient is fine. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.